Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device received with cracked case corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to swimming pool with insulin pump and it exposed to moisture and insulin pump was not turning on. The customer¿s blood glucose unknown. Troubleshooting was performed. Customer reports there was fluid in the battery compartment. Customer states o-ring was in place. Customer states o-ring was not free of debris. Customer states battery cap was not damaged. Customer states they did hear fluid when shaking the insulin pump. Customer states they saw fluid under the lcd. The device will be returned for analysis.